Manufacturer narrative:
Sample was requested but not yet received. Investigation report pending from contract manufacturing organization for additional information.

Event description:
Received a call from an hcp who reported a pqc on behalf of a consumer. The hcp stated, "one of his patients called in and said when they were getting ready to inject medication, they removed needle cap and removed protective cap from syringe and unscrewed and something broke off tip of syringe, and they were unable to screw in barrel off the syringe." The hcp stated the patient is "pretty experienced, somethings not right. It is not securely screwing. " he stated the patient is on vacation and they have another syringe with them." The patient "does not want to toss this and have set it aside." The hcp asked" if the patient put the cap back on the syringe and needle, is the stability affected since it was removed? Does it have to be injected" within certain time after caps removed?" He stated that the patient "thinks they can maneuver and still inject, but they don't want to." The wanted to know if it is only good for 5 minutes after the cap is off.

Manufacturer narrative:
The requested sample was not returned to takeda. Cmo investigations were performed. The investigation at vetter concludes, there is no clear indication was found for a root cause. There is no impact on the batch quality. The batch was manufactured per specifications and released at vetter. As shown by the investigation, no irregularities occurred during the manufacturing process of the impacted batch correlating with the complaint defect. Thus, no CAPA measure was initiated. Sharp investigation includes, the suspect syringe was not provided as part of this investigation. No photographs were provided as part of the investigation. In the production process, the syringes are manually assembled and inspected for damage or defectiveness. With the manual nature of the assembly, there is a potential for human error. Without documentation of the failure mode a root cause will be assigned as "not confirmed - complaint". For the lot, 03522463 and item number 4c0337, this is the third (3rd) complaint received for damaged/defective components. This has been entered into sharp's qms and will be monitored for reoccurrences. Trending found the overall total percentage failure rate is less than one (1) percent. No process corrective action will be initiated as part of the investigation. Investigation findings from bd mentions, no sample or photo was provided for analysis. Therefore, root cause of the reported condition cannot be determined. Consequently, corrective or preventive action is not in the scope of this complaint currently. The investigation verified complaint history records from bdm-ps customer complaint system and concludes that the concerned batch has not been previously investigated for similar problem statement. A 24 months complaint trackwise system history search has been performed on same catalogue number and 06 (six) similar complaints (does not attach/detach) was reported. Three in 2022, two in 2023, and one in apr 2024 however complaint were not confirmed.